Event description:
The hospital reported that during saphenous vein harvesting procedure, the device had absolutely no current. The surgeon used a replacement device to complete the procedure. No patient impact or complications were reported.